Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study indicated on (B)(6) 2019 the patient called and did not feel like their pump was not working anymore. The patient reported increased pain (facial pain), not feeling well and withdrawal symptoms. A catheter dye study was recommended. On (B)(6) 2019 a dye study was performed and failed as there was a dynamic kink in the catheter and the catheter needed to be replaced. The dye study also showed the catheter tip had migrated to c2 (this has been previously reported). The patient was called for a routine follow up and reported feeling cold with goose bumps, sweating, diarrhea, and severe withdrawal. On (B)(6) 2019, the patient was in clinic and the pump was reprogrammed and was decreased in anticipation of surgery. On (B)(6) 2019, the catheter was explanted/replaced. It was noted that the catheter was returned to manufacturer. The surgery notes stated that there were 2 kinks found in the catheter; one cephalad of the anchor and one caudad of the anchor. Surgical notes stated the catheter tip was seen at c3 under fluoroscopy before the surgery began. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was withdrawal symptoms and increased facial pain and the device diagnosis was catheter kink and catheter migration. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The catheter was returned for analysis.

Manufacturer narrative:
All previously reported method, result, and conclusion codes no longer apply. The catheter was returned, and analysis found the catheter body to be deformed in shape along with dislodgement allegation and observed a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 23-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (2000mcg/ml at 299.8mcg/day) and bupivacaine (20mg/ml at 2.998mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient had intermittent therapy. She was not really feeling the best pain relief compared to the first month of the therapy. She would get hot and cold back and forth throughout the day. No environmental, external, or patient factors were reported to have caused this issue. A catheter dye study was done on (B)(6) 2019 and the hcp was unable to aspirate from the catheter access port (cap). The hcp applied a little pressure near the anchor and, with pressure, the catheter was able to aspirate. On x-ray, it showed the anchor appeared to be folded over and this was causing a dynamic kink in the catheter. Also, it was noted that the catheter migrated from c1 down to c2. It was planned to surgically revise the catheter and anchor. The surgery date was not scheduled. The issue was not resolved and the patient was "alive - no injury." The event date was (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that images of catheter kink and video of aspiration failure were attached. No further complications were reported.